Manufacturer narrative:
The manufacturer previously reported a ventilator failed to function properly and the patient developed a pneumothorax. Additional information received indicates the patients pneuomothorax was not caused by device use. The device was returned to the manufacturer for evaluation and was found to function as designed.

Event description:
The manufacture received information alleging a ventilator failed to function properly and the patient developed a pneumothorax. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.